Event description:
During a procedure for atrial fibrillation (af), the faradrive steerable sheath clear was selected for use. While positioned in the left atrium, the sheath was observed to be leaking blood steadily through the back valve. The device was promptly replaced, and the procedure was completed successfully without any patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
During a procedure for atrial fibrillation (af), the faradrive steerable sheath clear was selected for use. While positioned in the left atrium, the sheath was observed to be leaking blood steadily through the back valve. The device was promptly replaced, and the procedure was completed successfully without any patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. Additional information revealed no air was seen in the sheath, and no air was seen in the patient.